Event description:
Adverse event(s): "poor near vision" (vision, impaired); "posterior capsule opacification" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with poor near vision and posterior capsule opacification (pco) following intraocular lens (iol) implant surgery. The surgeon provided medical records for review. According to the medical records, the patient had a previous lasik procedure (pre-existing). Following iol implant surgery, the patient was experiencing blurry vision. The patient's last recorded bcva was 20/25 (j2). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2010, 03/31/2010, 04/01/2010, and 04/20/2010 by phone, fax, and mail. A completed questionaire has not been received. Medical records were received on 03/29/2010. (B) (4). (B) (4).